Event description:
Pt found to be incontinent of urine. Bladder scan completed and read >682. Md notified and foley catheter reinserted. 10ml of urine obtained. 1 hour later, 30ml of urine obtained. Bladder was not distended. Notified biomed and scanner taken out of service. Manufacturer response: for bladder scanner, verathon (per site reporter). The device was tested by our ge biomed department and was found to be in good working condition with excellent readings.